Event description:
It was reported that during the hepatectomy procedure, the staple line bled at 1st firing due to an incomplete staple line. Amount of the bleeding is unk. It was completed by additional sutura. There was no adverse consequence to the pt.